Manufacturer narrative:
Service was declined as the customer suspected patient sampling issues. This reportable event was identified during a retrospective review of product complaints conducted from january 01, 2008 through october 23, 2010 for additional reportable events. All related medwatch reports: 2122870-2011-05781, 05782, 05783.

Event description:
The customer reported elevated troponin I (accutni) results, above the acute myocardial infarction (ami) cutoff, for one patient, involving access 2 immunoassay system. This is report number three of three. Subsequent testing produced results within different clinical ranges. The elevated results were released out of the laboratory. The patient underwent a cardiology consultation. There has been no report of patient outcome.